Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, and needed additional surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.